Event description:
Upon interrogation of the subject pacemaker on (B)(6) 2016, the elective replacement indicator (eri) was reached with a battery impedance of 13.09 kohm. Reportedly, in (B)(6) 2016, a longevity of 4 months was displayed. The reporter complaints about an overestimation of the residual longevity during the penultimate follow-up, and about an overestimation of the time between the eri and the eol (end of life) which is provided in the implant manual.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Upon interrogation of the subject pacemaker on (B)(6) 2016, the elective replacement indicator (eri) was reached with a battery impedance of 13.09 kohm. Reportedly, in (B)(6) or (B)(6) 2016, a longevity of 4 months was displayed. The reporter complaints about an overestimation of the residual longevity during the penultimate follow-up, and about an overestimation of the time between the eri and the eol (end of life) which is provided in the implant manual.